Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was treated with unknown antibiotics for the event. On an unreported date, the patient was treated with intravenous gentamicin for the peritonitis. It was reported 14 days after event onset, the patient was hospitalized for hypotension and altered renal status. Five days after hospital admission the patient was discharged. At the time of this report, it was unknown if the patient was recovered from the peritonitis event. On an unknown date, ¿one week ago¿, pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.